Event description:
According to the reporter: it was noted that a small part of the needle was missing upon removing the device from the patient. Surgeon and staff are unsure if the needle fragment was left in the patient. Additional follow-up was requested and will be submitted once obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).